Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic tumerectomy, when specimen catching, the bag detached from the ring and both the bag and specimen fell into patient cavity. To resolve the issue, the specimen was picked up with a grasping instrument and the bag was taken and put outside of the abdomen. There was no patient injury.